Event description:
Infant on .03l of wall o2 via a pediatric flow meter, with a spo2 of 99-100%. Weaned to 21% o2 - wall o2 turned off. Discovered a mild - flow through nasal cannula while in off position. When placed in 21%, without nasal cannula, spo2 = 65%. Patient was immediately placed back on o2 to recover to spo2. Respiratory therapy notified; pediatric flow meter removed and replacement put in.